Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20ga 1.25in leaked. During insertion of the bd nexiva IV catheter post removal of stylet, there was leakage of the blood from the catheter hub site (point from the stylet is taken out). As post removal of the stylet, it should be automatic sealed through its closed value, but due to some malfunction the blood leaked from that side. Issue: blood leakage observed from the catheter hub upon removal of the stylet expected outcome: the catheter hub should auto-seal post stylet removal actual outcome: blood leakage occurred potential blood exposure to the patient required cannula re-siting current status: the ER team at xxxxx is utilizing nexiva, and this issue has raised concerns regarding patient safety and procedural efficiency.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.